Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies had failed. The field service engineer (fse) contacted and spoke with the customer on duty and requested that the customer stand in front of the station while the fse established a remote session. The fse logged into the hardware test application using an administrator account and was able to release the pockets in drawer 3.1 of the cabinet. The customer discovered debris and pills inside the drawer. During testing, row b pockets 9, 10, and 12 failed to open or opened slowly. The fse instructed the customer to remove the medications from those pockets, after which the fse removed the failed pockets remotely from the station. The customer went to the pharmacy and obtained three replacement pockets. The fse guided the customer through the delete and recovery process. The customer successfully loaded the new pockets and performed thorough testing, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies had failed. The customer performed a station reboot followed by a recover storage space, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.